Event description:
It was reported that a sensor/transmitter communication issue occurred during the night while the patient was sleeping. When the patient woke in the morning, the patient was sick. At the time of the report, the patient was hospitalized in the intensive care unit (ICU) for a blood glucose (bg) over 800 mg/dl and the rapid response team was working on her. Information concerning how the patient got to the hospital and treatment were not provided. The patient could not recall the message displayed on the cgm; however, the tandem pump indicated there was a transmitter issue. It was indicated that the patient used an expired sensor, which is off-label usage of the device. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.